Manufacturer narrative:
Philips service replaced the fuse on the power sd1 board. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the system shut off during a diagnostic case on an allura xper fd20 or table. The clinical use of the system was in use. There was no reported patient or user harm.